Event description:
It was reported that during a biopsy procedure, the device was allegedly difficult to be primed and it suddenly fired. It was further reported that, after the device was primed successfully, but the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty device received for evaluation. During visual evaluation the device appeared to be clean and was received with protective tubing. The device was received in its initial position. Upon functional testing, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. The device was able to prime and fire properly. All samples were obtained with no issues. The device did not self-activate at any point. Therefore, the investigation is unconfirmed for the reported failure to fire, failure to prime and self- activation as the devices was able to prime, fire and obtain samples without any issues and device did not self-activate. A definitive root cause for the alleged self-activation, failure to prime and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4: (expiration date: 02/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a biopsy procedure, the device was allegedly difficult to be primed and it suddenly fired. It was further reported that the device was then primed successfully, but the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty device received for evaluation. During visual evaluation the device appeared to have residue on the sample notch and was received with protective tubing. The device was received in second rotational position with the arrow in the ready window. The stylet was observed to be retracted within the cannula. Upon functional testing, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. The device was able to prime and fire properly. All samples were obtained with no issues. The device did not self-activate at any point. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to prime as the devices was able to prime, fire and obtain samples without any issues. However, the investigation is confirmed for the reported self-activation as the preliminary photos show that the device is in second rotational position however the stylet is noted to be retracted within the cannula. A definitive root cause for the alleged self-activation, failure to prime and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2026), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.